Event description:
User felt lubricant on prelubricated catheter was too thick so he added some of his own lubricant. He then experienced a burning sensation for up to 2 hours after catheterizing. User experienced an urinary tract infection shortly after he began feeling a burning sensation associated with his routine catheterization and believes it is related to the use of the prelubricated catheters. User was prescribed an antibiotic and has recovered.